Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or patient injury and medical records were limited to the pt's implant operative notes only. Without a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for evaluation. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 1996 - the pt was implanted with a bard/davol "marlex" mesh during a bladder suspension procedure for the treatment of stress urinary incontinence. The reported event only implies that the pt had an unspecified injury due to a defective device.